Manufacturer narrative:
A follow up was performed with the key market (km), and it was reported that the cooling fan was replaced, and the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "cooling fan speed error" message. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) advised the customer that the cooling fan would need to be replaced.